Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, infinite impedances, a threshold increase and a loss of capture. Reprogramming the rv lead did not resolve the issue. The patient was sent to another hospital to have the rv lead replaced. No patient complications have been reported as a result of this event.